Event description:
The doctor reported the implant was removed due to loss of osseointegration, 1 year after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. Bone resorption was observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.